Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal conductor was extrinsically distorted due to kinking/buckling. The proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt of the right atrial (ra) lead the patient was noted to have a small atrium and there was placement difficulty. It was further reported that when attempting to place the lead in the atrial appendage multiple stylets were used but could not get a good j shape into the appendage and other positions resulted in poor sensing. The lead was not implanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.